Event description:
During procedure, a portion of the olympus sheath broke off, while the surgeon was using it inside of the patient's bladder. The small black piece that broke off was retrieved and removed by the surgeon without harm to the patient. Instrument was taken out of use and returned to central sterile processing department (cspd) with broken tag. Md note: bladder was left partially filled and the cystoscope and sheath were removed. The continuous-flow resectoscope sheath was then advanced through the urethra into the bladder using the visual obturator. Once the once the sheath was in the bladder I noticed that a piece of the plastic insulator on the tip of the continuous-flow sheath had separated from the sheath system. The sheath was then removed and the 22 french cystoscope sheath and 30 degree cystoscope were placed back into the bladder. The insulator fragment was then removed using a flexible biopsy forceps and removed. The remainder of the bladder was carefully inspected and no other foreign material seen within the bladder. A replacement olympus continuous-flow sheath system was then brought into the room. This was then advanced into the bladder using the visual obturator. The visual obturator and scope were then removed and the resectoscope handpiece and cutting loop were then placed into the continuous-flow sheath system. The tumor was resected using saline as an irrigant and the cutting loop. Once the tumor was completely resected the fragments were removed from the bladder using a toomey syringe. The fragments were then gathered and sent to pathology for permanent section. The resection site was then inspected for hemostasis and all sites of bleeding were controlled with cautery. The surrounding margin was also fulgurated. Bladder was then drained and then refilled. The resection site was inspected and no bleeding was seen. The bladder was left partially filled while the resectoscope and sheath were removed. A 20 french three-way foley catheter was then placed, and the balloon inflated with 30 cc of sterile water. The catheter was hooked to continuous bladder irrigation and gravity drainage.